Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the implant has slipped out of prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
One unpackaged ar-3641sp-1 self-punching 2.6 knotless fibertak was received for investigation. Visual evaluation of the returned device noted that the sutures and anchor were no longer assembled to the driver and were not returned for investigation. Functional testing was not performed due to the missing components. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth. Refer to investigation photos. Complaint allegation is not confirmed due to the reported failure being unable to be replicated due to not receiving all components.